Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the o-ring. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional errors; the angulation was low due to a clogged nozzle. The water removal ability did not meet standard value. Due to the wear of the angle wire the bending angle direction did not meet the standard value. The connecting tube was observed to have a scratch. The suction connector had a scratch. The control unit had a scratch. Adhesive on the bending suction cover/distal sheath was detached. The image guide protector had a cut. The universal cord had a scratch. The suction cover had a scratch. The charged coupled device unit image had white dots. There was reduced angulation. Due to the wear of the play of the upward/downward angulation control knob, it was out of standard value. The lens guide lens had a scratch. The grip had a scratch. The suction cylinder was shaved. Due to the wear of the angle wire the right/left knob, it was out of standard value. Due to wear on the toric joint/packing joint, the water tightness was lost. The distal end of the plastic distal end cover/probe cover had foreign objects observed. The bending section had low angulation and free play due to deformation of bending tube and the bending section cover/ distal sheath adhesive was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Hold for kh 12/08 the customer reported to olympus, the evis exera iii colonovideoscope had a reduced angulation problem. The issue was discovered during the procedure. The diagnostic colonoscopy procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, foreign material was found on the probe cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.